Manufacturer narrative:
There was no device malfunction. This was reported because of the blood loss from the patient. Therakos operator's manual gives guidance on patient anticoagulation but it is up to the treating physician to determine adequate anticoagulation. Since a subsequent treatment was conducted with the same anticoagulation settings, it is possible heparin dose was incorrect due to procedural error. The patient did not experience any adverse effects and returned to the outpatient clinic in 2007 for another treatment that was uneventful.

Event description:
The patient underwent an ecp procedure in 2007. The ecp operator reported that patient and system occlusion alarms were sounded during the cycle 3 buffy coat collection phase using a small bowl kit. The photo activation module was noted to be fully clotted and clots in plasma collection bag were also noted. The operator noted that she had aborted the treatment and did not return any cells to patient. Loss was estimated at approx. 400 ml. This patient has not experienced coagulation problems in prior treatments. Both heparin dose and ratio were set at standard default levels (10,000 units / 500 ml 0.9% nss, a/c ratio 10:1). No transfusions were administered to the patient. Vital signs were within normal limits for this pt. The pt did not report any adverse experience following this treatment. The patient returned to the outpatient clinic on the next day, and successfully completed an ecp treatment with the same default settings for anticoagulation, which have been used for all subsequent treatments for this patient.